Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-apr-2024, it was reported that on (B)(6) 2024, patient faced infusion flow block alarm . The blockage was located in the tubing. The blood glucose level was 420 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The customer replaced infusion set and resumed insulin successfully. No further information available.